Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la was defective and did not inject a full dose of saxenda, so another needle was used to inject a second dose. The following information was provided by the initial reporter, translated from portuguese to english: "I use your needle to apply the saxenda, and I applied it this morning and the needle was defective. The needle simply discarded all my dose and swelled my skin with what was left of the saxenda dose. I use the material for applying diabetes medicine. I applied it twice because I was scared that the whole dose was not applied and injected again. The worst that the photo does not show is right, but it is swollen as if it had product on the skin, the contaminated sample is with me. I never saw that happen. The needle was inside my skin and the dose of saxenda just came out of my skin with the needle inside. I apply it every day and it never occurred to me, it seems to be swelling and itching." "Additional information: I called the customer to understand better what occurred. She informed that the needle was inside the skin and during the medicine application, it leaked to skin surface. Once the dose was lost, she had to apply other one. Today ((B)(6) 2021) the skin is hurt, but better than when the event occurred ((B)(6) 2021). There was no lack of glycemic control."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-21. H6: investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the needle was inside the skin and during the medicine application, it leaked to skin surface. The returned pen needle was tested and was able to expel properly without any observed defects. Customer states that the needle swelled the skin and it seems to be swelling and itching. The returned pen needle was tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). The point exhibited proper geometry, the od was measured as 0.0092¿, and sufficient lube was observed. All observations fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la was defective and did not inject a full dose of saxenda, so another needle was used to inject a second dose. The following information was provided by the initial reporter, translated from (B)(6) to english: "I use your needle to apply the saxenda, and I applied it this morning and the needle was defective. The needle simply discarded all my dose and swelled my skin with what was left of the saxenda dose. I use the material for applying diabetes medicine. I applied it twice because I was scared that the whole dose was not applied and injected again. The worst that the photo does not show is right, but it is swollen as if it had product on the skin, the contaminated sample is with me. I never saw that happen. The needle was inside my skin and the dose of saxenda just came out of my skin with the needle inside. I apply it every day and it never occurred to me, it seems to be swelling and itching." "Additional information: I called the customer to understand better what occurred. She informed that the needle was inside the skin and during the medicine application, it leaked to skin surface. Once the dose was lost, she had to apply other one. Today (22jan2021) the skin is hurt, but better than when the event occurred (20jan2021). There was no lack of glycemic control."